Event description:
It was reported to medtronic minimed that the customer experienced battery cap contact missing/damaged, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported receiving a stuck button alarm. Troubleshooting was performed. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test. All buttons function properly. Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing, however, a stuck key alarm was found in the pump history on 10/04/2023 at 21:10:17.000, 21:26:34.000 and 21:35:59.000. The test p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad and electronic assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: detached battery cap contact, cracked select button keypad overlay, stained keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Detached battery cap contact due to heat stake post broken on the original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.